Event description:
A physician reported a pt who was treated in approximately 1989 into the right and left nasolabial folds by another physician. Subsequent to the treatment (exact timing of onset unknown), an elongated indurated "bump" appeared along the entire length of the left nasolabial fold. This "bump" persisted for approximately 8 to 9 years. No other symptoms were recalled by the pt, and there have been no symptoms at the right nasolabial fold. There was no diagnosis for the "bump" and no medical or surgical intervention provided. On 11 february 1999, the pt was seen by the reporting physician with a complaint of extremely dry skin and recent generalized pruritus at night. The physician was unsure of the cause of the symptoms.